Event description:
The caregiver (cg) contacted global technical services (gts) regarding feeling overfull, which occurred on the homechoice (hc) during use, during dwell 1 of 4. The drain volume was equal to 3622ml, and the programmed fill volume was set to 2000ml. Therefore, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The cg explained that the home patient (hp) was doing a manual exchange during the day temporarily for a couple of weeks and the hp was to do a manual bag of antibiotics. The technical service representative (tsr) determined that the initial drain alarm was set to 0ml. The cg was aware of the cause of the overfill from the initial drain alarm setting. The tsr assisted the cg with ending therapy for tonight. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported event. The nurse had not been made aware of the event. She stated that as far as she knew, the patient was doing well. Ps informed the nurse that the overfill was potentially caused from the initial drain alarm being set to 0ml while the patient was doing a manual daytime fill of 2000ml. The nurse stated that she would look at this setting. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on reported information. The assignable cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.